Event description:
It was reported that during a stent assisted embolization procedure for a basilar apex aneurysm, the coil formed well, and fully released the stent as the coil continued to fill inside the aneurysm. During the attempt to detach the coil, a part of the coil broke inside the microcatheter. The physician removed the coil and microcatheter together. After the procedure, the overall imaging appeared good. The patient was reported to be fine/normal, with no reported injury.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with the use of the device.

Event description:
Please see section h10 for the device evaluation results.

Manufacturer narrative:
The investigation of the returned coil system found the implant damaged, but still attached to the pusher. The pusher was found to be in good condition. No signs of breaking were observed on either the implant or pusher. The investigation of the returned device did not find any damage or other anomaly that would have caused or contributed to the reported break. The physical evaluation of the device could not identify the conditions or circumstances that led to the implant damage, but the damage is consistent with the device experiencing forces over specification.